Manufacturer narrative:
A visual examination of the spyscope ds device found the working channel sleeve extended from the distal cap when received. The proximal end of the distal cap was aligned to the cap weld. There was evidence of the production bonding process and the application of heat to the outside of the catheter during manufacturing assembly, as seen in the working channel sleeve reflow/bond. The distal tip would articulate without issue. A spybite device was passed through the working channel without issue. The distal cap was removed from the catheter for examination. The distal end of the exposed working channel sleeve was tugged; it was not detached from the catheter. The catheter was cut open to expose the working channel sleeve. The catheter was pulled back to assess the adhesion of the working channel sleeve to the pebax. The inside of the catheter did have a strong visual evidence of the adhesive used to attach the working channel sleeve to the inside of the catheter. The complaint was consistent with the reported event of the working channel sleeve protrusion. Most likely, the defect was due to anatomical/procedural factors encountered during the procedure, therefore, the most probable root cause for the working channel protrusion is operational context. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the pancreas during an endoscopic main pancreatic duct biopsy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the spyscope ds was used after a stomach resection and nodule biopsy of intraductal papillary mucinous neoplasm (ipmn). The spyscope ds was passed through the pancreatic head, the device was articulated at the main pancreatic duct for examination, the anatomy was reported to be tortuous. As they visualized the duct, it was noticed that the working channel sleeve protruded. The spyscope ds was removed from the patient. No part of the device detached. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the pancreas during an endoscopic main pancreatic duct biopsy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the spyscope ds was used after a stomach resection and nodule biopsy of intraductal papillary mucinous neoplasm (ipmn). The spyscope ds was passed through the pancreatic head, the device was articulated at the main pancreatic duct for examination, the anatomy was reported to be tortuous. As they visualized the duct, it was noticed that the working channel sleeve protruded. The spyscope ds was removed from the patient. No part of the device detached. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.